Event description:
The pt had a catheter for urine monitoring. When the nurse went to remove catheter there was 10cc normal saline in the balloon but only 6 cc came out. Several attempts to remove the rest of the saline but nothing was coming out. Nurse could see balloon was inflated so she pulled gently and it came out. Manufacturer response for catheter, foley catheter (per site reporter): bard rep said that this is a rare occurrence because the silicone doesn't have memory. Sent back to bard for qa and he will update when he receives report.